Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, deformation, crease flat, and cloudy/bubbles in gel were observed after autoclave disinfection process. Weight measurement was performed and identified the device weight was within specification. During the analysis crease flat was observed however it is not considered workmanship because the device was implanted and it was received without its original sealed packaging. Based on the device analysis the final assessment was no issues found related with the manufacturing process. During the analysis was observed crease fold however not is a workmanship because the device was explanted. And it was received without its original sealed packaging. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "creases." Device has been explanted.